Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
This file is to document an unexpected return of product. The customer provided summary which stated that the t-connector extension set broke off patient's peripheral IV. It was noted that the connector "snapped".the nurse replaced the connector and flushed the line without difficulty. The event occurred in the inpatient unit.

Manufacturer narrative:
The customer¿s report of an extension set ¿breaking off¿ from a patient¿s IV was confirmed and replicated. Initial visual inspection did not reveal any discernible signs of damage or abnormalities on the set. While attaching a syringe to flush the tubing, the female luer of the extension set separated from the tubing. Microscopic examination of the luer and tubing edge revealed only slight evidence of bonding solvent. The root cause of the separation was insufficient application of bonding solvent at the tubing-to-female luer connection site during manufacture of the set.